Event description:
Patient circuit loosened and got disconnected in hft (high flow therapy). Desaturation to an unknown level. Serious injury. Final patient¿s outcome was no injury.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The patient circuit loosened (the tubing that connected to the humidifier) and got disconnected in hft (high flow therapy). The patient circuit was accidentally reconnected in a wrong way. The inspiratory tube was connected to the ventilator¿s expiratory side and the expiratory tube was connected to the ventilator¿s inspiratory side. The ventilator did not alarm even though there is free flow and when this was going on for a while. There are no alarms to indicate a disconnection in the hft mode of ventilation. During hft ventilation alarms are disabled. The only monitored value is the pressure from the pressure sensor which is located at machine inspiratory outlet. This is an internal monitoring and there is no external monitoring which implies that all what would be patient related alarms are disabled. As long as the ventilator delivers the set flow and the set o2 concentration no other alarms will be activated. Hft is recommended for patients that can breathe spontaneously and it is recommended that there is adequate external monitoring. The recommendation of adequate external monitoring is both included in the IFU and in the high flow therapy preparation menu. No device logs were received. The conclusion in the matter is that there was no ventilator malfunction at the time. The reported disconnection could have occurred as reported but per design, this is not monitored and would not lead to activation of an alarm. Monitoring during hft should be done by external monitoring. This information is included in the IFU and in the high flow therapy preparation menu. H3 other text : 4111.